Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that" the user was unable to ligate a clip during a surgery, as the jaws were misaligned, in spite that he/she had used the applier in a proper way. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The defective instrument was returned late and was validated as the jaws were found to be misaligned. The parts were produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc lot in april of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. After testing and verifying with subject matter experts on this product line, it was determined the alleged defect was caused by mishandling, improper preventative maintenance, and/or general misappropriation. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" the user was unable to ligate a clip during a surgery, as the jaws were misaligned, in spite that he/she had used the applier in a proper way. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".